Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case reported that the physician confirmed the endoleak was a type iii. Another manufacturer stent graft was implanted approximately 2 months post index procedure to successfully resolve the endoleak. It was reported that the patient is doing well post intervention. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the exact cause of the reported type iii fabric endoleak could not be determined from the post-intervention films provided. Additional angiograms returned revealed that two (2) other manufacturer¿s devices (nellix) were implanted proximally from just below the level of the endurant bifurcate proximal margin, extending down the entire length of each limb, and terminating near the distal end of the previously implanted endurant limbs. Contrast injections prior to the intervention were not seen in the images provided, and the reported endoleak could not be assessed. After relining the limbs contrast injections above the level of the suprarenal stents did not show any clear endoleak, and CT¿s from 3 days post-intervention also did not reveal any obvious endoleak. It is likely that the reported type iii fabric endoleak had resolved following bilateral limb relining. However, analysis of the returned films did not reveal any stent graft characteristics that could explain the observed event. Lack of angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source and potential ca use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: review of pre-implant CT¿s and film report confirmed that the patient had a 53 x 60mm max diameter infrarenal aaa. The proximal neck diameter just below the lowest right renal artery measured ~29mm, 10mm lower was 31mm, and 40mm lower at the bottom of the neck was 33mm. The neck was moderately calcified, and the maximum infrarenal angulation measured 55 deg a-p. The distal aortic diameter was 25 x 17mm and was extensively calcified, and both iliac arteries were minimally tortuous but extensively calcified. The right common iliac artery ranged from 13 ¿ 14mm along the 51mm length, and the left common iliac ranged from 12 ¿ 13 ¿ 10mm along the 57mm length. Review of CT¿s from 2 months post-implant revealed that the bifurcate was positioned just below the renal arteries; the proximal od measured 29mm. The bifurcate ipsi limb opened posteriorly and was extended with another endurant limb into the distal portion of the left common iliac artery. The contra limb was positioned proximally overlapping the gate to the level of the flow divider, and extended distally into the distal portion of the right common iliac artery. The max diameter aaa measured 58mm and contrast was seen outside the stent graft within the right and anterior portion of the mid-sac. The contrast appeared as a localized vessel coursing around the stent graft near the level of the flow divider, did not appear to be coming from the devices, and was most likely from a type ii endoleak. The stent graft was patent, no stent graft kinks or compression was observed. Review of MRI¿s from ~3 months post-implant revealed that the bifurcate was positioned just below the renal arteries and the max diameter aaa measured 51mm in coronal view. Contrast was seen outside the stent graft within the right and anterior portion of the mid-sac. The contrast appeared as a localized vessel coursing around the stent graft near the level of the flow divider, did not appear to be coming from the devices, and was most likely from a type ii endoleak. The stent graft was patent, no stent graft kinks or compression was observed. The exact cause of the endoleak reported via MRI could not be determined from the films provided. CT¿s from 2 months post-implant and MRI¿s from 3 months both confirmed contrast outside the stent graft. The contrast appeared as a localized vessel coursing around the stent graft near the level of the flow divider, and did not appear to be coming from the devices. Although a type iii fabric or type IV endoleak cannot be ruled out, this appeared most likely to be a type ii endoleak. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed event. Lack of angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source and cause. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. Currently, the proximal aortic neck is 29-31mm in diameter. It was reported that on an MRI scan performed and a type IV or type iii fabric endoleak was observed near the stent graft bifurcation. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.